Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer was advised to end the exam then go to menu>user settings>edit>input>purple user>basic>target devices for release 1. Then turn df off, set printer to on and server memory to off. Tac questioned the customer about if they truly wanted server memory off and they did. Tac had the customer press menu button and choose select to save all settings. The customer was then instructed to go to menu advanced menu> system setup> peripherals>peripheral 2 and change printer type to oep-5 and press menu followed by save. At this point the customer reported an e315 peripheral connection error message. Tac had the customer check the usb ports on the back of the video system and the cable coming from the printer was incorrectly plugged into adapter port. The customer moved the cable to option 1 and then cycle the power on the video system. No errors were displayed. The customer tested the device by releasing images from the scope switch and no errors occurred and printer correctly printed. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
An olympus representative reported that the evis exera iii video system center was displaying e315 and e402 error messages when setting up the device with a printer. No digital filing system was used by the customer. There were no reports of patient or user harm associated with this event.

Event description:
The reported event (e315 and e402 error messages) occurred during preparation for use. There was no patient involvement. The procedure was completed using the subject device and the procedure was not delayed. This report is being submitted for the error code e315.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and corrections to b5, d9, h3, h4, and h6 (type of investigation). The information included in b5 and h4 was inadvertently omitted from the initial medwatch report. Please see updates to b5, d9, h3, h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The device was not returned for evaluation, as the error code e315 was resolved with troubleshooting. Based on the results of the investigation, it¿s likely the error code occurred due to incorrect performance. The final root cause of this event was unable to be identified. The event can be prevented by following the instructions for use which state: ¿[3.1 precautions for installation and connection] properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result.¿ olympus will continue to monitor field performance for this device.